Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. No part number reported, hence no 510k number can be provided.

Event description:
Patient was implanted with hardware on (B)(6) 2012 in the right distal radius during an open reduction internal fixation (orif). The distal ulnar and volar of the radius were displaced during the orif. The fractured bone moved away from the hardware due to insufficient fixation. The surgeon had to reposition the same initial two variable angle screws and add a 3.00mm cannulated screw for better fixation on (B)(6) 2012. Hardware was not removed or broken, only re-adjusted. During the procedure the synthes consultant noticed that the two cruciform blades on the screwdriver were broken. A back-up screw driver was used to complete the procedure. The procedure was not prolonged by the incident and was noticed before the surgeon used to damaged screwdriver. This is 2 of 3 reports for this event.